Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the review of the black box showed evidence of unexplained power reboots. The battery cap was not returned for investigation; therefore, all testing was performed with a test battery cap. The battery cap was able to fully tighten. The pump was able to power on with a test battery cap to a blank display with intact audible and vibratory features. Evidence of moisture contamination was observed behind the display lens and inside the battery compartment. A leak test showed a leak at a battery compartment crack. Evidence of moisture contamination was also found throughout the internal pump components. Investigation concluded that the blank display was due to internal moisture damage. Unrelated to the original complaint, the battery compartment was noted to be cracked. The audio bolus button cover was torn. Investigators were unable to verify the bolus button functionality due to a blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).